Event description:
A report was received stating a ventilator generated a blank screen during patient use. The patient was removed from the ventilator and placed on an alternate device. There was no report of patient harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.